Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that post a stemi procedure the technician put the tr band on the patient and put 18cc air in, then let 5cc out and put 1cc back in. They then turned to back table and looked back to find bleeding under the tr band. They inflated with air again to stop bleeding, however, the site started bleeding again. A nurse held pressure proximal to the site and then the technician put a new tr band on with no further incident. They concluded that the original tr band was not holding air. The estimated blood loss was less than 250cc. The patient was in stable condition and the procedure outcome was positive. There were no other devices or equipment used with the reported product. There were no other devices or equipment used with the reported product. Additional information was received on 25aug2020.the technician stated that he had turned to get a 4x4 from the back table, and it was wet within 3-5 seconds. After re-inflation, he noticed it bled within 2-3 seconds.